Event description:
It was reported that during an in-service the cardiosave intra-aortic balloon pump (iabp) trainer is malfunctioning . They are unable to use it to demonstrate the cardiosave iabp. The trainer does not show an augmented iab waveform . It would not stay in ECG trigger in auto . The ECG voltage was extremely small. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of cardiosave trainer that customer had since 2012 is now malfunctioning . It was also reported customer was unable to use it to demonstrate the cardiosave iabp. The trainer did not show a augmented iab waveform . It would not stay in ECG trigger in auto . The ECG voltage was extremely small. There was no patient involvement and no patient harm since trainer is never used on a patient. The trainer is only used during a in service to demonstrate waveforms. There will be no service order or fault logs. Clinical support person have been instructed by act -demo rental to return the trainer to mahwah ra# (B)(6).the defective components were received for further investigation. The failure analysis and testing dept. Received part number 0998-00-0803 cardiosave trainer, sn: (B)(6), with a reported unit failure of the trainer not showing an augmented iab waveform and having an extremely small ECG voltage.the fat performed a visual inspection and found the part to be in good condition.the fat connected pn: 0998-00-0803 into cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. Testing of this part was successful and the fat could not verify the reported failures. Retaining the parts in the failure analysis and testing dept. Per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. H3 other text : repair is not done by getinge.

Event description:
N/a.

Event description:
It was reported by a getinge clinical specialist that the cardiosave intra-aortic balloon pump (iabp) trainer is malfunctioning . They are unable to use it to demonstrate the cardiosave iabp. The trainer does not show an augmented iab waveform . It would not stay in ECG trigger in auto . The ECG voltage was extremely small. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.